Event description:
On (B)(6) 2012, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date in (B)(6) 2013, a computed tomography angiography (cta) revealed possible a type I or type ii endoleak. On an unk date, additional angiography was performed whereby poor proximal device fixation was identified. The same day, the physician elected to place coils between the aorta and device wall in the proximal neck to provoke thrombosis. The type I endoleak was resolved.